Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during preparation for a procedure, the error message: dispos. Admin. Defectuoso was displayed. A second device tried, however that device also failed to work as intended. The procedure was rescheduled after the patient had been sedated with general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during preparation for a procedure, the error message: dispos. Admin. Defectuous was displayed. The back up device didn't work, and the procedure was rescheduled. It is unknown if the patient had already been sedated when the procedure was cancelled/rescheduled, but no patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned delivery device underwent analysis. Functional testing was performed, and during prime error 219 (resonant frequency less 410 khz or greater than 460 k219) was received which prevented further use of the device. The device was then opened for internal visual inspection. The rf coil was examined and it appeared to be burnt suggesting it most likely overheated, which may in turn have caused an electrical failure resulting in error 219 displayed. The reported device performance allegation was confirmed. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that the rf coil failure was the most probable cause of the event. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure. This report is being submitted to correct the common device name field (d2a) and pro code (product code) field (d2b) in section d, suspect medical device, as well as usage of device field (h8) in section h, device manufacturers only.

Event description:
It was reported that during preparation for a procedure, the error message: dispos. Admin.defectuoso was displayed. A second device tried, however that device also failed to work as intended. The procedure was rescheduled after the patient had been sedated with general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.